Event description:
It was reported that the 9900 system had a control panel failure error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The both control panel boards were replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.